Event description:
It was reported, the camera head cable was disconnected, and image became color bar. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head cable was disconnected, and image became color bar. The issue was found during pre-use inspection of a therapeutic laparoscopic gastrectomy procedure and was completed using similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, but it was returned to the regional repair center. The reportable failure was not confirmed. A root cause could not be identified as the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- facility name- (B)(6) hospital. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: cable watertight defect. Based on the results of the investigation, the root cause has not been identified. The information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history record-DHR review was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use which state: the color bar is displayed: "¦chapter 4 usage (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull out the endoscope from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation." Cable watertight defect: "¦endoscope image disappearance and freezing (warning) do not strike or drop this product. Water leakage may destroy the electrical circuitry inside the product. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable was disconnected, and image became color bar. The issue was found during pre-use inspection of a therapeutic laparoscopic gastrectomy procedure and was completed using similar device. There was no delay and no reports of patient harm.